Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Flashed screen and automatic freezing the time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.